Event description:
The customer reported that the probe of the ortho provue analyzer was bent and dripped fluid over reagent carousel. No erroneous results were reported. Probe drip may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
An (B) (4) field engineer visited the customer site and discovered the handler would not move freely in the x direction. The fe adjusted the x and y-axis drive belts, replaced the probe and performed all required handler adjustments to return the instrument to expected operation. Qc and pt samples tested were acceptable. This customer has not logged any similar complaints against this analyzer since this incident. Incident is isolated. (B) (4).